Event description:
It was reported that patient underwent hip arthroplasty procedure in 2008. Surgeon prepped the canal with a 13.5mm broach but 13.5mm stem would not fit. Additional 13.5mm stem was used to complete the procedure.

Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. This report filed on may 19, 2008.